Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report (nc) and CAPA. Devices met specification prior to release. There were no capas that were confirmed to be associated. A nonconforming report was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nc. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information altis sling was put in with the tunnelers [introducer] and on pulling the tunneler back, the sling tore off [static ¿ suture to mesh break (suture break)]. The anchor remained [implanted] in the patient. A new device was used successfully.